Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that the patient¿s onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began at 9pm on (B)(6). The reporter stated that the patient obtained blood glucose readings of ¿89, 69, 61 and 80mg/dl¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter was unable/unwilling to provide details of any medication that the patient takes to manage their diabetes. The reporter stated that the patient did not develop any symptoms but reported that the patient received hcp treatment of food and/or drink at 9:15pm. The reporter denied that the patient tested on any other device at this time. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient received hcp treatment after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015). The patient¿s meter and test strips have been returned on 2/24/2015 and 2/20/2015, respectively, and evaluated by lifescan product analysis on 2/26/2015 and 2/24/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.